Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 25 mm amplatzer pfo occluder was implanted and the patient was discharged from the clinic. On (B)(6) 2019, the patient experienced thoracic pain and was transferred back to the clinic emergently. Pericardial effusion was observed as a result of an erosion of the right atrium and the patient was referred to cardiac surgery. The device was removed and the patient was transferred to the ICU for continued cares. The physician does not allege a device malfunction.

Manufacturer narrative:
An event of thoracic pain, pericardial effusion, and device removal was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder was implanted and the patient was discharged from the clinic. On (B)(6) 2019, the patient experienced thoracic pain and was transferred back to the clinic emergently. Pericardial effusion was observed as a result of an erosion of the right atrium and the patient was referred to cardiac surgery. The device was removed and the patient was transferred to the ICU for continued cares.